Manufacturer narrative:
Additional information was added to h6 and h10: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: correcting the following fields to align with the product reported in d4: d4: model #, d4: expiration date, d4: unique identifier (UDI) #, g4: combination product. The d4: unique device identifier (UDI) # is for the product reported in d4. This product code is sold/distributed outside the us, but is deemed same as or similar to product distributed in the us. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type blood/soln set leaked 5ml of blood at the port that was not being used. The leak was observed even when the roller clamp was fully engaged; the roller clamp was not tight enough to stop the flow. This was discovered immediately after running a unit of red blood cells (rbcs) to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.